Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant the right atrial (ra) lead dislodged. It was also noted there was a pacing and sensing problem on the implantable pulse generator (ipg) and the screw could not be fixed to the header. The ipg and the ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.